Event description:
During interrogation of platinium device, the session did not start and the screen of the programmer smarttouch remained frozen without any possibility to exit. The only possible workaround was to remove the battery.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During interrogation of platinium device, the session did not start and the screen of the programmer smarttouch remained frozen without any possibility to exit. The only possible workaround was to remove the battery.

Manufacturer narrative:
The conclusions are as follow: the analysis of the returned smarttouch tablet could not confirm the reported issue as it was not reproducible. The analysis of available expertise files confirmed the reported behavior, the programmer did not start its interrogation sequence, thus the interface remained displayed to the user without any interaction with the implant performed due to a software bug. To solve this issue, the workaround is to use p1+p2 button to sign out of the session.